Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump had a cracked case at the display window corners and battery tube threads. The insulin pump had minor scratches on the display window.

Event description:
The customer reported that the insulin pump alarmed button error and the buttons were unresponsive. The last blood glucose reading was 48mg/dl. The caller treated with fruit and took a bolus with it, then she measured and it was 176mg/dl. The customer mentioned that the device was exposed to moisture and sweating. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.